Event description:
It was reported that insulin dosing stopped when the user ran out of insulin and did not complete a supply change for several hours, and no device alarms or alternative therapy use were reported. Symptoms included insufficient information to characterize clinical effects. Outcomes included insufficient information to characterize patient impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem was identified, and the device component was not applicable, while the event aligned with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.